Event description:
It was reported that the patient with the pacemaker device exhibited oversensing and undersensing on this right atrial (ra) channel. The patient's heart rate was in 30's. The mv sensor was disabled by the signal artifact monitor (sam) device diagnostic. The presenting electrogram (egm) showed atrial arrhythmia. Technical services (ts) recommended further evaluation. This ra lead remains in service. No adverse patient effects were reported.